Event description:
The hospital reported a rear caster broke off the unit during transport. There was not tip or fall of the unit. No patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The caster was replaced to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).